Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase: it can be caused for instance by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device. In this case, no evidence of error 4 was found by the service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave "error 4".